Event description:
It was reported that the plastic film on the pouch is ripped and the sterility of the fiber is compromised. The procedure was completed using transurethral resection of the prostate with no clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned product revealed that the fiber product was returned in the original open box and sealed pouch. The original box does not have signs of damage. The pouch is ripped at the upper middle adhesion side towards the middle top. The fiber does not show signs of usage. Based on the product investigation, the complaint was confirmed. Damage sterile pouch was observed. It cannot be determined if punctured sterile pouch occurred during shipping or preparation of the device. It is possible the customer damaged when opening the outer box. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the plastic film on the pouch is ripped and the sterility of the fiber is compromised. The procedure was completed using transurethral resection of the prostate with no clinical consequence to the patient.